Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported persistent high blood glucose (bg) with a highest value of 462 mg/dl after receiving an ¿unable to proceed¿ alert and an "insulin occlusion" alert during a meal announcement. Troubleshooting showed no bent needle, bleeding, or leakage at the infusion site, though the site felt warmer than surrounding tissue, and bubbles were found in the cartridge. The user administered a manual insulin injection, disconnected for two hours, and later completed a supply change using a new site location. Blood glucose (bg) decreased to 243 mg/dl and continued trending down. Blood glucose (bg) was corrected with manual injection and supply changes. The user's reported symptoms included lightheadedness and weakness. No outside assistance or medical intervention was required or reported at the time of call.